Event description:
It was reported that the user¿s dexcom g7 sensor failed and the ilet displayed a calibration not used alert while the system continued attempting to connect to the prior sensor. The caregiver contacted dexcom, paired a new sensor, and was guided to enter blood glucose manually into the ilet during the warmup. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on activities of daily living and no need for medical intervention. Investigation included customer interview and troubleshooting with education on sensor pairing, warmup, and manual bg entry. Investigation of this case revealed that the alert was consistent with the pump attempting to connect to the old sensor during the warmup of the replacement sensor, with resolution expected upon completion of warmup. It was concluded that the device behaved as designed given the sensor transition and that user guidance restored intended use.